Event description:
Per the clinic, the patient experienced skin overgrowth, infection and skin breakdown at the abutment site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and underwent a skin revision under general anesthesia (date not reported) to remove the excess skin and close the wound.